Event description:
The gyrus bipolar cutting forcep opened was from an older packaging and does not fit through laparoscope. The forcep from the new packages fit with the scope and a new package was opened for this case. No harm.